Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the battery was replaced due to the age of the battery. The patient was doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient¿s ipg was depleted as well as cannot be programmed. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient¿s ipg was depleted as well as cannot be programmed. The patient will undergo a revision procedure wherein the ipg will be replaced.